Event description:
The user facility reported an rp flex in a 68-year-old male patient for heart failure support. Sent to procedural area on levo 0.8, vaso 0.03, epi 0.1. Right femoral vein accessed for penumbra procedure. Following thrombectomy, figure 8 suture placed over 17fr penumbra sheath & upsized to 23fr peel away. Heparin given throughout procedure with therapeutic activated clotting time. Some difficulty with maintaining wire access in pa given large right ventricle cavity, eventually maintained .027 wire access in left pulmonary artery. Branch. Device loaded with pigtail deflected in left pulmonary artery branch. Started with flow 3.5-4l. Sheath exchanged for repo unit with hemostasis. Right heart catheterization placed in right subclavian vein.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6. Investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. The cause of the stroke could not be determined due to insufficient clinical details.